Manufacturer narrative:
(B)(4). This is a report of multiple use errors: improper disconnect and reconnect, connected during prime, and reuse of single-use supplies. Disconnecting the patient line from the transfer set is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient indicated they drained out 1700ml approximately and then disconnected to use the bathroom and then the homechoice alarmed. The patient then reconnected, cycled the power on the homechoice twice and went thru the set up steps again, and is now doing the I-drain again. The technical service representative assisted the patient with ending therapy and advised the patient to dispose of current supplies and start over with all new supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.